Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper tubing setup, obstruction of the tubing during the procedure, and/or malfunction of the mating part due to wear and tear. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 05-dec-2025, a sales representative reported via (B)(4) that an ar-6480 dw arthroscopy pump produced fluctuation and jumping between pressures during cases. No patient was affected. On 15-dec-2025 additional information was received. Per the rep, the machine was dropping out of the 40-45 range. It would constantly drop to the 25-30 range throughout the case, which affected the surgeon's visualization. He confirmed that arthrex tubing was being used with the pump, but he would have to look into the lot #s. The pump was set to the default knee or shoulder settings, depending on the case. The complaint pump was used to complete the procedure, with different reps present each time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.